Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer reporting on self from the united states. The medical history included ovarian cysts, headaches, chronic back pain, asthma, nausea, anxiety and she was allergic to cipro (ciprofloxacin), sulfa, onions, peppers and tomatoes. The concomitant medications included albuterol inhaler as needed, since twenty five years for asthma, ativan (lorazepam) as needed, since (B)(6) for anxiety, percocet (acetaminophen and oxycodone) since two years for pain from ovarian cysts, promethazine two years for nausea, tramadol since two years for back pain and valium (diazepam) since (B)(6) for headache. On (B)(6)2011, the consumer started using o.b tampons procomfort super, used four tampons within twelve hours, used total of four, vaginally for menstruation (lot number and expiration date unspecified). After one day, she experienced pelvic pain, dizziness, nausea, chills and developed fever. She did not use the device further. She visited emergency room for pelvic MRI and while internal pelvic examination it was found that half of a tampon broke in vagina and it stuck in vaginal canal which was removed on the same day. She also stated that she was in emergency room for seven hours but was not hospitalized. The events were resolving. The report was assessed as serious and the company causality was assessed as possible. No sample was received for evaluation as of (B)(4) 2010. No lot number was provided with the complaint. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.